Manufacturer narrative:
On (B)(6) 2018 we were informed by the sales rapresentative that the piece is not available for investigation.

Manufacturer narrative:
Batch review performed on 07 february 2018, lot 173393: (B)(4) items manufactured and released on 12 june 2017. Expiration date: 2022-05-28 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to luxation after about 2 months from primary. Humeral reverse hc liner ø36/+3mm was replaced with a humeral reverse hc liner ø36/+6mm.